Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation with two-column plate (3 holes) for distal radius fractures. During the surgery, the surgeon attached a locking compression plate (lcp) drill sleeve with scale for drill bits to the middle hole on the shaft of the plate. Then, the surgeon temporally fixed the plate on the bone using a kirschner wire. The surgeon drilled the bone with a drill bit with marking two-flute for quick coupling to insert a screw at the most distal hole on the shaft. At that time, the drill bit interfered with the kirschner wire next to the drill bit, and the drill bit was broken around the middle of it. The broken piece of the drill bit was successfully retrieved. Another drill bit was used to continue the operation. The surgery was completed successfully with no delay. There was no adverse consequence to the patient. Concomitant devices: trauma screws (part: unknown, lot: unknown, quantity: unknown), k-wire (part: unknown, lot: unknown, quantity: 1), trauma plate (part: unknown, lot: unknown, quantity: 1), lcp drill sleeve with scale for drill bits (part: 323.029, lot: unknown, quantity: 1). This report is for a 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the unknown plate was successfully implanted.